Manufacturer narrative:
Additional information was received that the patient will also undergo an ipg replacement procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was increased charging burden. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70, serial #: (B)(4), description: st linear lead 70 cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.